Manufacturer narrative:
(B)(6). The device was manufactured august 16, 2017 - august 17, 2017. The device was received for evaluation with approximately 30ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed, and the flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The reporter stated that when the device was disconnected, approximately one third of the solution remained in the device. The device had been filled with 2700mg desferrioxamine, diluted in 42ml nacl 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.